Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having low blood glucose of 65 mg/dl. Customer reported that insulin pump had also dropped to 42 mg/dl. Troubleshooting was performed and customer reported of experiencing sensor glucose versus blood glucose differences. Customer was advised to monitor insulin pump.